Manufacturer narrative:
The customer was sent a replacement pump and power cord/supply and return of her product was requested for evaluation. In follow up with the customer on 07/22/2020, the customer indicated that when the smoking/melting occurred, the pump was plugged into a wall outlet using the power cord/supply which came with the pump. The customer was contacted by a complaint handler on multiple occasions, including in writing, to follow up regarding return of the product, with no response. As of the date of this report, the product has not been received. This issue is currently under investigation by medela ag, the legal manufacturer in (B)(6).

Event description:
On (B)(6) 2020, the customer alleged to medela llc that the freestyle flex breast pump started smoking where the power cord attaches to the pump body, causing melting.